Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc), high capture thresholds and high out of range impedance measurements shortly after implant. A chest x ray was performed, and loss of slack was noted. Further information confirmed a lead revision was performed and insulation damage was observed, therefore, this lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 25.5 cm from the terminal end. Analysis concluded that the clinical observations of loss of capture (loc), high capture thresholds and high out of range impedance measurements were likely caused by the confirmed fracture.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc), high capture thresholds and high out of range impedance measurements shortly after implant. A chest x ray was performed, and loss of slack was noted. Further information confirmed a lead revision was performed and insulation damage was observed, therefore, this lead was explanted and replaced. No additional adverse patient effects were reported. This lead has been received for analysis.